Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 86% stenosed target lesion was located in the mildly tortuous common iliac vein (civ). After placing a wallstent in each civ, two of 18-6/5.8/75 xxl esophageal balloon catheter were advanced for post-dilatation via kissing balloon technique. However, during the first inflation at 3 atmospheres for 5 seconds, one of the balloons ruptured. The device was removed intact and the procedure was completed with a different device. No patient complications were reported.